Manufacturer narrative:
Corrected data: e3 (¿other health care professional¿ was inadvertently omitted from the initial report) & g2 (¿health professional¿ inadvertently omitted from the initial report). H10: per additional information, it is unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a blocked channel by a suspected seed. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The device evaluation found: the air/water supply and water removal volume failed. Water contact failed. The adhesive around the light guide lens had wear. The nozzle unit was clogged. The bending section cover adhesive was worn and cracked. The bending angles did not meet specification. The angulation knobs had slack. The angulation was tight and heavy due to a worn bending section. The adhesive around the distal end lenses was worn. The plastic distal end cover was worn, scratched and dented. The distal end cover insulation test failed. Switch 1 cover had a cut. The number of uses showed: 489. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.